Event description:
Breakage was discovered one month after surgery. The pt required a second surgery.

Manufacturer narrative:
Summary of eval: x-ray analysis showed the back of the staple was bent. Important constraint on the back of the staples. The root cause of this event is user error. This is the same pt/event as 3004082045-2011-00024. As instructed by (B)(6) on (B)(6) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by (B)(4).